Event description:
It was reported that the healthcare provider (hcp) had difficulty filling or aspirating the reservoir. They reportedly were unable to fill and unable to aspirate the reservoir. At a refill in march hcp was able to aspirate what she expected in the reservoir but was only able to fill 37ml with significant resistance while filling. At the pt's last refill, she was able to "aspirate 2ml but 5.6ml and was only able to fill with 34ml". Add'l info has been requested and a f/u report will be sent when info becomes available.

Manufacturer narrative:
(B)(4).